Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I felt a lump in one breast", "the implant was simply ruptured" and "the implants were recalled, they were removed from the market due to an association with anaplastic large cell lymphoma (alcl)". Later, patient reported "implants with subtly lobulated contours" and "punctate calcifications with diffuse distribution, typically benign". This record is for the right side. The device remains implanted. It is unknown if explant surgery is scheduled, or if the explanted device will be returned.